Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with a hyperopic surprise of two diopters post operatively after aberrtometry assisted cataract surgery. Additional information has been requested.

Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The provided feedback states that three contributing factors (patient fixation, asymmetrical pupil dilation, and appearance of mixed media/debris) were identified to have contributed to the reported event, all of which are surgical/clinical factors. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.6. And d.4. The manufacturer internal reference number is: (B)(4).